Manufacturer narrative:
Additional information was received that the patient had gained weight and was having difficulty charging. The patient underwent an ipg replacement. The physician believed that there was no device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had difficulty charging the ipg. It was noted that the ipg was not able to hold a charge. The physician suspected malfunction or something was wrong with the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the ipg site and had difficulty charging the ipg. It was noted that the ipg was not able to hold a charge. The physician suspected malfunction or something was wrong with the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site and had difficulty charging the ipg. It was noted that the ipg was not able to hold a charge. The physician suspected malfunction or something was wrong with the ipg. The patient will undergo an ipg replacement.